Manufacturer narrative:
The device was returned to the MFR and samples were taken from the device for analysis. This report will be updated when the eval is complete.

Event description:
It was reported that the handpiece has a greasy substance near the blade head. This was discovered during testing. There was no pt involvement or adverse consequences related to this event.